Event description:
The patient had a full replacement due to high impedance. The explanted devices were discarded and are not available for analysis.

Event description:
It was reported that the patient was seen in the hospital and when the vns was checked, two warning were observed for high lead impedance and resultant low output current. An x-ray was performed and assessed by the medical professionals and they observed no obvious break in the lead. No further relevant information has been received to date. No known surgical intervention has occurred to date.